Event description:
New information on (B)(6) 2017 stated that the device was explanted and replaced. No further information was available.

Event description:
It was reported that patient having a presyncopal episode presented to the emergency room. No intervention was performed and the patient was stable afterwards.

Manufacturer narrative:
The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal.